Event description:
During a laparoscopic cholecystectomy procedure, the clips were not forming at the end, and were spitting out. Used another like device to complete the casee. There was no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.